Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post op a laparoscopic roux-en-y gastric bypass procedure, after creation of gastrojejunal anastomosis the device's tubing was pulled out of the abdomen via incision site, the patient had a one day observation in the hospital due to surgical site infection. The patient incurred a temporary injury. The patient was treated for post operative surgical site infection to resolve the issue.